Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/22/2017. Device returned to manufacturer ¿ yes. Device evaluation: the product was returned for evaluation. Visual inspection at 10x microscope magnification was performed. Loose particles were observed in the lens surface. Also, large cut was observed in the lens surface. The conditions in which the sample was returned could be related to the manipulation of the lens during the surgical process. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device returned to manufacturer? Yes. The product was returned as a non-complaint and was therefore scrapped. After the product was scrapped, additional information was received which qualified the event as a complaint. The device is not available for investigation. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a cataract patient experienced a collapse capsule after manipulation of a tecnis 1-piece monofocol model zcb00 intraocular lens (iol). No additional information was provided.